Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while loading a 13.2mm vicmo13.2 implantable collamer lens, diopter -6.0 into the injector, the lens tore/broke. This occurred on (B)(6) 2020. Reportedly, no patient contact occurred.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspections found haptic torn. Corrected data: b5- the date in which the lens tore is corrected to (B)(6) 2020. Claim# (B)(4).